Event description:
Amputee patient states he fell while walking when bolts holding his adapter broke. The patient ripped his pants and fell on his shoulders while on the job. He said his shoulders were bothering him. Patient claims no injury but said he was going to see his doctor.

Event description:
Amputee patient states he fell while walking when bolts holding his adapter broke. The patient ripped his pants and fell on his shoulders while on the job. He said his shoulders were bothering him. Patient claims no injury but said he was going to see his doctor.